Event description:
Customer reported system boots up with cine drive error, and cannot use cine drive. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the #2 cine drive. System operates as intended.